Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 6 atms on the initial inflation. The lesion being treated was a 100% stenotic lesion in the mid rca. No patient injuries or complications were reported. Patient status is listed as "good."